Event description:
Pt with history of recurrent hiatus hernia reflux and stricture underwent dilatation with #42 and #44 maloney dilators. Following the passage of the #44 dilator upon relooking a small perforation was detected above the stricture. The pt was treated non-surgically with IV control of acid, ng suction and antibiotic therapy. Physician concluded that the short tapered maloney dilators are a little more rigid and less flexible than the former.